Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Event summary: (B)(4) the full lead was returned in segments and analysis found that the proximal conductor had a clavicle rib fracture and was distorted due to the clavicle rib. The outer insulation was breached due to the clavicle rib. The inner insulation was torn. The outer insulation was melted. The distal electrodes were covered in blood. The proximal conductor had blood on it (not obstructed). The outer insulation had cosmetic environmental stress cracking and had a cosmetic depression.

Event description:
It was reported that during a procedure to replace another lead it was noted that the atrial lead had a rupture in the insulation. As measurements were appropriate prior to the procedure it is possible the atrial lead was damaged during the other lead extraction. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.